Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/17/2024, it was reported by a sales representative via email that an ar-9561-25s univers revers modular central screw and an ar-9560-24-2 arthrex univers revers modulas baseplate failed. This was discovered during a procedure on (B)(6) 2024.

Event description:
Additional information received on 9/20/2024: this was discovered during an rtsa procedure. The sales representative reported that the surgeon attempted to screw in the baseplate when the morse taper came apart, and the central screw fell off the baseplate. All products were retrieved. The case was completed using a new ar-9561-25s univers revers modular central screw and an ar-9560-24-2 arthrex univers revers modulas baseplate. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.